Event description:
Additional information: the catheter revision was done on 2012-(B)(6). It was stated that the remaining catheter was still in the intrathecal space as it was not retrievable.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the catheter revealed the catheter body was broken. The most distal end of segment # 2 between the 26 and 25 cm mark appeared oblong and jagged; suggesting that the catheter segment was pinched in this area and broke.

Manufacturer narrative:
Corrected information: the follow-up #3 of manufacturer report #: 3004209178-2011-10011 reported date received by manufacturer as (B)(4) 2011 in error; the date was (B)(4) 2012.

Event description:
It was reported that the pump was not delivering the drug. Healthcare provider (hcp) tried to refill the 20 ml pump but aspirated 20 ml back, indicating that drug was not being delivered. Drugs delivered via the device were hydromorphone 8.0 mg/ml 3.5009 mg/day, bupivicaine 8.0 mg/ml 3.5009 mg/day and prialt 6.8 mcg/ml 2.9757 mcg/day. Patient experienced increased pain. The initial observation of discrepancy was on (B)(6) 2011. A pump study was scheduled on (B)(6) 2011. It was later reported that the when the pump logs were interrogated no abnormalities were found back to (B)(6). The radiologist was unable to withdraw csf (cerebrospinal fluid) and upon viewing the catheter under fluoro it was noted a 3-4 vertebral body gap between where the catheter is seen entering the spine and the portion of catheter higher up in the canal and this was interpreted as a severed/broken catheter. Patient was to be referred to a surgeon for new catheter. He continued to experience pain and was taking 6-8 15mg norco per day. A follow-up report will be sent when additional information becomes available.

Event description:
It was later reported that the surgery was scheduled for tues (B)(6) at 0730.

Manufacturer narrative:
Catheter model 8709sc, serial # (B)(4), implanted: (B)(6) 2008, explanted: unk.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.